Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal vancomycin (1gm in one bag; frequency and duration not reported) and intraperitoneal imipenem (500 mg per bag 3 exchanges per day; duration not reported) for peritonitis. Action taken with dianeal and extraneal therapies were not reported. At the time of this report, the patient was recovering and the effluent is clear. No additional information is available.